Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with problems on both their atrial and ventricular leads. Their atrial lead was found to have lead noise and has logged several inappropriate automatic mode switch (ams) episodes and a down trending and low lead impedance. The ventricular lead exhibited loss of capture, increase in capture threshold, and a down tending low impedance. The physician believed that both leads exhibited insulation breakdown. The ventricular lead was reprogrammed. Both leads would be further monitored. The physician believed that both leads exhibited insulation breakdown. The patient was stable. Related manufacturer reference number: 2017865-2020-14541.